Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the discoloration inside the light guide lens was traced to a component failure. However, the most probable cause of the foreign objects at the server plug in (z block) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device had foreign objects at the server plug in (z block) and discoloration inside the light guide lens. There was no patient involvement.